Event description:
On (B)(6) 2015, the patient/lay user contacted lifescan (lfs) (B)(4), alleging that their onetouch verio2 meter read inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy began on an unspecified date/time during the ¿end of (B)(6) 2015¿. At this time the patient obtained a blood glucose reading of ¿112mg/dl¿ on the subject meter, and ¿80mg/dl¿ on an accuchek meter performed within 30 minutes of one another. The patient informed the csr that they take manage their diabetes with oral medication(s) (type and dosage unknown) as well as with diet and/or exercise. The patient denied making any changes to their usual diabetes management regimen due to the alleged inaccuracy. On (B)(6) 2015, after the inaccurately high subject meter reading was obtained, the patient developed symptoms of ¿headache, stomach ache, shivering and tired¿; however, the patient stated that they did not require any form of treatment as a result of this. The patient did not use another device to test their blood glucose over this period. At the time of troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure setting. The csr walked the patient through a control solution test and it fell within the control range. Replacement products were still sent to the patient. Although during troubleshooting it was found that the patient¿s meter fell within an acceptable range with a control solution test, and therefore a malfunction can be ruled out, this complaint is still being reported because the patient allegedly developed symptoms indicative of serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 device evaluation. The lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.